Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the customer delivered a bolus without taking into account that the control iq software had previously delivered a bolus to address a blood glucose (bg) level as intended. In addition, the customer alleged the control iq software delivered more insulin than intended. Troubleshooting with tandem technical support reviewed pump logs and found the control iq software delivered insulin as intended in response to consumed juice. Subsequently, customer's bg decreased to the 40's(mg/dl). Customer consumed carbohydrates to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.